Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump was inaccurately capturing multiple alarms. The patient stated they received a low cartridge and loss of prime warning yesterday and it appeared in history as happening today. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence that the pump was incorrectly recording alarm/warning history; both the black box and alarm/warning history data sets were identical. During testing, a low cartridge warning was intentionally produced, which was displayed and recorded in the pump history correctly. The original complaint that the pump was not recording alarm histories accurately could not be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the grip pad.